Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific device programming was provided. The customer contact reported the pt was coding in the trauma intensive care unit when an air in line alarm occurred. No specific event details were provided. Through requested, no additional information was provide,d including if there was an adverse pt effect or need for medical intervention.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.